Event description:
After cancer treatment with radiation, symptoms which began 4-97 and have progressed mode it appear by 5-98 that rptr rec'd radiation over the entire back side of their body, that is from their head to their toes. Since march 98 rptr has felt burned on the entire back side of body. Radiation oncologist said this sensation would be present if nerves were damaged by radiation. Tests have been consistent with radiation damage to skin, blood vessels, nerves, eyes, tongue, cognitive changes, increasing fatigue. These changes are outside of the radiation field.